Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin correctly. The insulin pump was not calculating properly and it was delivering too much insulin. Customer's blood glucose level was 111 mg/dl. The customer hung up and troubleshooting was not completed. The device was not returned.